Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified brown particles, opening extended on anterior and the device is underweight. A visual and microscopic analysis was performed which identified opening creases sharp and creases flat. Based on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening. The reason for reoperation is implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side ruptured implant. Device has been explanted.